Manufacturer narrative:
Other, other text: investigation completed on a smiths medical breathing/portex general anesthesia premium plus masks leakage of air form the cushion of the mask was confirmed. During testing it was confirmed a tear on the cushion of each mask. Only photos were suppled. Product was pressed by great external force during transportation and the mask was hit and that caused the crack, the investigation report indicates that it was a single case.

Event description:
Investigation completed and summary in h 10.

Event description:
Investigation completed and summary in h 10.

Manufacturer narrative:
Investigation completed on a smiths medical breathing/portex general anesthesia premium plus masks leakage of air form the cushion of the mask was confirmed. During testing it was confirmed a tear on the cushion of each mask. Only photos were supplied. Product was pressed by great external force during transportation and the mask was hit and that caused the crack, the investigation report indicates that it was a single case.

Event description:
It was reported that during a pre-use check, the customer noticed leakage of air from the cushion. This event was observed in the two products with the same lot consecutively. No patient injury.